Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# unknown, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was confirmed that patient¿s implant impedance was fine after the patient¿s implant surgery. The cause of the fluctuating impedances was unknown. The 0-7 lead was programmed. The patient was getting the coverage they wanted after reprogramming. The patient additionally reported that the pain was first noticed right after implant. The patient met with manufacturer representative (rep) on (B)(6) 2019 and she changed some settings. The patient was better. The pain had been somewhat resolved, but they were still having pain from their arthritis. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient needed technical assistance with the controller and was possibly having issues. The patient was in a lot of pain. No device malfunction was reported. No further information was available, as the call was dropped. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the patient had a return of baseline pain. The patient was in pain and encountered a settings not available message. The patient reported seeing the message just after unlocking the controller. The patient wasn't sure if the message meant her stimulation isn't working. The meaning of the message was reviewed. The patient spoke to a manufacturer representative (rep) the morning of the call and was able to bypass the message and increase intensity. On a scale of 1-10, the patient's pain was a 12. The patient said the device was not helping her pain in the morning and the patient wasn't sure if it was due to the patient sleeping on her side. The pain is mostly in her low back on the right side and sometimes on the left. The patient also mentioned having incision pain the first 2 or 3 weeks which has now improved. The patient previously spoke to a rep who told the patient to change from a1 to b1. The patient is still on b1 with intensity at 2.5. The patient is very sensitive to it because if she changes the setting and goes too high then she can feel it in her legs and she coughs. The patient has an appointment with their hcp on the (B)(6). No further complications were reported. Additional information was reported that the patient called back and reiterated their settings not available. The patient was instructed to try every program, and each one gave her the setting not available message. The patient was redirected to follow up with their healthcare provider (hcp). The patient then met with a manufacturing representative (rep) on (B)(6) 2019 to address the patient getting settings not available, cannot provide desired settings. The rep said the patient is in group a at 2.6ma, she got oor. When the rep checked ok, she was then able to increase stimulation up to 4.2 before she decided to stop. An impedance test was ran with the following results: 0-7 830-760 ohms 8 40k 9 9290 10 800 11 3320 12 3300 13 940 14 930 15 880 the patient was programmed in group a: a 14- 13+, 200pw, 1000hz. The rep discussed adding more electrodes if possible to allow ability to increase higher, but it looks like there is something wrong with the 8-15 lead. The second time she ran the impedance electrode 8 was at 3990 ohms, and on the third time it was 2800s. The rep was advised to make sure she changes the reference electrode to check further, but it appears impedance is fluctuating, causing oor to come up on the patient programmer (pp) when impedance is higher, even though it doesn't show up with high impedances on electrode 13 and 14 now, but at some point it did otherwise the patient should be able to increase further than 2.6ma before getting oor. The rep said she'll try using 0-7 electrode for programing, the patient needs stimulation on their right side. The patient generally keeps their stimulation set at 2.6ma since increasing it further is causing stimulation in her leg. The rep noted the impedance was fine after surgery. No further information was reported.